Event description:
It has been reported that device did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Reported as alert could not be cleared by user. Due to age of device, user has been advised to remove device from service.